Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no known clinical factors that could have contributed to this event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. Each battery charging slot has two lights that tell you the status of the battery. A green light next to "ready" means the battery is fully charged. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent connection between the ptc1 ltp340f tyco raychem poly switch fuse assembly and cell pair 3 due to an improper resistive weld. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is an improper resistive weld, which likely contributed to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by medical personnel that a patient experienced a battery not charging. The patient indicates that the battery had to be moved to another charging port to be charged. Use of the battery was discontinued. There is no report of consequences or impact to the patient.